Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for (1) unknown 14 hole condylar plate with a 90 degree bend in the plate/unknown lot number. Possible part numbers per the technique guide are 242.114 (left proximal hip) 242.814 (right proximal hip. Device is not expected to be returned for manufacturer review/investigation. Due to this event, the surgeon is planning additional surgery to revise the hardware. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation of a proximal femur late (B)(6), early (B)(6) of 2016. The patient was implanted with a 14 hole, 95 degree condylar blade plate to repair a broken hip. The patient reportedly returned to the hospital at a later date and x-rays, of the patient's hip, viewed by the surgeon revealed a bent plate. The device was reported to be a single construct 14 hole 95 degree blade plate with a 70mm blade (bend in the plate implanted the patient bone). A revision surgery has not been scheduled. This complaint has 1 device. This report is 1 of 1 for com-(B)(4).